Manufacturer narrative:
Additional information was received that after the implant, severe aortic regurgitation (ar) was noted. The aortic regurgitation decreased to mild upon implant of the second transcatheter bioprosthetic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a shallow depth and resulted in aortic regurgitation (ar) and paravalvular leak (pvl). Pcps (percutaneous cardiopulmonary support) was initialed and a second transcatheter bioprosthetic valve was implanted which improved the aortic regurgitation (ar). No other adverse patient effects were reported.